Event description:
Adverse event(s): "pc tear occurred" (capsular bag tear, posterior); "ecce used" (no code available). Product problem(s): "aspiration issues reported" (aspiration issue). A customer reported an aspiration issue during a procedure. A pc tear occurred resulting in the surgeon having to perform an extracapsular cataract extraction (ecce). The case was then completed. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).